Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing low blood glucose (bg) levels ( below 45, 66 mg/dl). Food and juice were consumed to address the bg level. The customer thought that the low bg was due to being more active at times and to the pump's basal rate setting needing to be adjusted. The customer was to discuss the low bg events with a healthcare provider.